Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The return sample was visually inspected under a microscope at 10x magnification. The lens was received cut in two pieces that are sticky together. Viscoelastic residues, bold scratches, marks and particles were observed in the optic zone, optic edge and in the haptics. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The manufacturing process record was evaluated and revealed the lenses were manufactured within specifications. The units were released according to specification. One (1) non- conformance report was issued; however, the report did not contribute to the reported complaint. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the doctor was afraid that the haptic fell into the anterior chamber (when implanting). The lens was cut out of the eye (in half). It was reported that there was a vitrectomy performed and there was no incision enlargement. There was no capsule tear. No further information was provided.